Event description:
It was reported that the pt's implant has worked fine since implantation. On (B)(6), 2010, she went to sauna and after that she could not hear anything anymore. They tried the updated opus 2 and old tempo+ processor , but no hearing sensation occurred. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.